Event description:
The surgeon reported causing damage to the device during implant by placing a tacker through the mesh. A piece of another mesh was used to cover the damaged site. No adverse pt consequences were reported.

Manufacturer narrative:
Conclusion: user error caused event. The surgeon indicated that she pushed the tacker through the mesh. A review of the batch mfg records was conducted. This review did not identify any non-conformances and the batch met all finished goods release criteria.